Manufacturer narrative:
Jan 08, 2010. This event concerns a device that was mfg and used outside the united states. Method: review of the electronic data and files received. (B)(4). Conclusion: one of the mode switches available in the provided files confirmed it did not result from an atrial arrhythmia, but potentially from oversensing of the ventricular event in the atrial channel. However, it should be noted that an induction was performed on (B)(6) 2006, i.e. On the same day of the mode switch episode and it was not specified in this complaint description whether the lead(s) was (were) repositioned or not; review of previous complaint on this device (B)(4) confirmed that a re-intervention was performed in (B)(6) 2006 with addition of a new is-1 lead (stelix brf25d) in the ventricle. Because no recent follow up files with inadequate mode switch were provided (corresponding to the reported incident date), the complaint is closed in state.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2005. Upon scheduled follow-up on (B)(6) 2008, the physician reported that some fallback mode switch episodes were inadequately recorded in the implant memories, because no atrial fibrillation or flutter was visible on the recorded egms and markers.